Event description:
Journal article received: intertan nail versus proximal femoral nail antirotation-asia in the treatment of unstable trochanteric fractures. Orthopedics. 2013 mar;36(3):e288-94. Doi: 10.3928/01477447-20130222-16. Authors: sheng zhang, md; kairui zhang, md; yanfei jia, md; bin yu, md; wei feng, md. This article presents a study which compared the proximal femoral nail antirotation (pfna-ii) (synthes, solothurn, switzerland) to a competitor¿s product. A total of 56 out of 113 randomized patients were implanted with pfna-ii with ages ranging between 81.1 and 63.7 years. Follow up occurred at 1, 3, 6 and 12 months postoperatively and yearly thereafter. Intraoperatively, there were 2 occurrences of iatrogenic femoral shaft fractures which were treated with a longer pfna-ii nail, 1 occurrence of greater trochanter fracture caused by insertion of the pfna-ii nail, 2 occurrences of distal interlocking problem, 4 occurrences of the proximal end of nail penetrating top of trochanter. Postoperative complication occurrences included; superficial and deep wound infections(3), hematoma(2), cutout(2), lateral migration hip screw(4), femoral shaft fracture (1), femoral neck shortening, hip and thigh pain(14), delayed union(3), reoperation(3), deep vein thrombosis(6), cardiovascular disorder(7), pressure sore(4), urinary tract infection(6). Postoperative treatments for all patients included suction drains placed for 48 hours and prophylactic antibiotics. It was noted that 3 patients were too ill postoperatively and lost to follow at 12 months. Seven patients were reported to have died within 12 months postoperatively. Cause of death was not provided in the article. This report represents the unknown nail of the pfna-ii system. This is report 1 of 4 from (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.